Event description:
It was reported that one week post implant the lead dislodged and was repositioned. At a follow up the lead exhibited loss of capture and dislodgement was suspected. The lead was explanted and replaced on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.